Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed and reproducible. The issue was due to the surgeon monitor. When the surgeon monitor cable was plugged into the staff cart, the monitor displayed the launch menu for around 15 seconds and it became black. The surgeon monitor was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the site representative connected the surgeon cart to the staff cart, the monitor would flicker for a second and then no video would appear. The same thing would occur when the cable was reseated. The site switched to another surgeon cart and everything functioned normally. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned monitor did not display an image. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.